Event description:
It was reported that an orthodontic bone anchor screw became loose after several weeks of use. The original procedure took place on (B)(6) 2014 when two (2) screws were placed in the mandible. Only one (1) of those screws has come loose. The complainant screw was removed. The surgeon wants to replace it with another screw so that the teeth continue to progress further along with the use of the mandible. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Date of screw loosening is unknown. The complainant screw was explanted on an unknown date. It is unknown if the complainant screw will be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received;. It was reported that right the bone anchor screw became loose because it was not screwed in properly. On (B)(6) 2015 the screw was explanted and a competitor's 9mm screw was placed, on (B)(6) 2015 the surgeon took the competitors screw out and tried to place a screw anchor 10mm self drilling screw but it not fit properly and than implanted a 12 mm intramedullary fixation screw which worked . There were no reports of any surgical delay.